Event description:
It was reported, the patient's aortic root was tight and there was tension getting the valve seated in the annulus. Intra-operative echo showed 1+ central al. The aorta was re-opened and the valve was examined and looked fine. The patient came off pump again and al continued. A decision was made to explant the valve and replace the bioprosthesis with a sjm 19 mm mechanical valve. Following explant, a tear was observed in the right cusp resulting in a hematoma on the leaflet, which may have caused the observed al. The patient was reported to be in stable condition.